Event description:
The customer received e21 and e22 when testing her blood glucose on the contour next link, indicating the readings were over 600mg/dl. She retested on a different meter and the reading was 200mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.